Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have damage of the conductor wire¿s insulation. This failure is most commonly caused by mishandling/misuse, such as a collision of the instrument. A piece measuring approximately 0.15¿ x 0.48¿ was missing from the insulation and was not returned with the instrument. The instrument passed an electrical continuity test. A review of the instrument log for the instrument (pn 420172-17/lot # n11200824-838) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2020 on system (B)(4). The instrument had 9 uses remaining after the last use. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the technician noticed that the black alloy from the maryland bipolar forceps cable was peeling off. There was no report of patient involvement.